Event description:
Received a report from a consumer's family member informing the co that the pt had been hospitalized, diagnosed and treated for toxic shock syndrome (tss) in january 2005. Reproter indicated that both consumer and the pt had never read the directions or the warning on the box.